Event description:
(B)(6) alleges low flow output is showing on display, upon hitting the enter button the unit shuts off and then when it comes back on within a couple minutes it begins alarming with the same message.